Event description:
During the case after using the ligasure for at least an hour, the scrub tech noticed the tip was broken. Device removed from use. The plastic part of the tip separated from the metal part. Nothing broke off the tip. The tip was still intact. New device opened. Broken device saved.